Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the patient was hospitalized for hyperglycemia while using the compact plus system. The patient's blood glucose result was 195 mg/dl at 10:30 a.m. The patient stated he did not have symptoms of hyperglycemia, but he didn't feel well and felt dizzy. At approximately 11:30 a.m., the patient drove himself to the hospital. The blood glucose result was 480 mg/dl on the hospital's meter at 12:00 p.m. The patient was wheezing and the doctor stated he had bronchitis. The patient was treated with a steroid shot for his bronchitis and insulin. The patient was in the hospital for 2 days. The patient alleged that the blood glucose level was actually higher than the blood glucose result on his meter. Return of the suspect device was requested for evaluation.